Manufacturer narrative:
The device was evaluated in the field on (B)(4) 2011, but this was after the table was repaired by the account biomed technician. Evaluation summary: the surgical table is used to support and position a pt for surgical procedures in a hosp operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to have a bent bellow frame and a broken override panel. A damaged bellow frame could physically damage the override panel, but wouldn't necessarily cause the override panel to not function. The damaged components were replaced/repaired by the account's biomed prior to the field service technician arriving to evaluate the table, and verification of the functionality of the override panel was not able to be obtained. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for pt injury as a consequence of this delay or moving the pt to another table. However, this specific malfunction was identified prior to a procedure and there were no pts involved, and no event occurred. In this case, a field technician performed functional tests after the table was repaired by the account biomed, and the table was verified to be fully functional. The root cause of the bent bellow is unk, but the root cause of the damaged override panel is likely user error when articulating the table with the bent bellow. This type of non-conformance will be monitored for adverse trends.

Event description:
(B)(4). It was reported that the surgical table at the account needs a new override panel and bellow frame assembly. After obtaining further info, the bellow was found to be damaged and the override panel was broken. There was no reported pt involvement and no reported adverse consequences.